Event description:
The customer reported to olympus, shortly after the start of use the single use 3-lumen sphincterotome v, the knife wire broke in an endoscopic sphincterotomy (est) procedure. The procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, the knife wire coating was torn and the broken part was burnt and melted. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.